Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the force sensor was not working correctly. The error was supposed to be at a certain number but only showing 50 on the scale. The force sensor test error/base was not responding/base test timeout. The event occurred during patient use and no patient harm was reported.

Manufacturer narrative:
D9: date returned to mfg.: 8/5/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the force sensor was not working correctly" was verified through force sensor test. The probable cause was a defective main board. Replaced the main board to resolve the reported issue. Further investigation found top case was cracked, and the plunger case left was cracked. Replaced plunger case left and case top 4000 to resolve discovered issue(s). The pump was recalibrated and passed all performance verification testing. Service history review determined that the previous repair may be related to the current complaint.